Manufacturer narrative:
(B)(4).

Event description:
On 05/18/2016, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. There was no patient information at the time of this report. The patient was not treated on the first I-stat result. The customer states that product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/10/2016. Customer returns and retain product was tested and are functioning according to specification.